Manufacturer narrative:
(B)(4). The complaint airvo humidifier was not returned to fisher & paykel healthcare for evaluation but was destroyed. Based on the description of events it appears likely that the problem was cause by a defective speaker; however without the complaint airvo we are unable to conclusively determine the root cause of the problem, as the customer provided very little information. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual also contains instructions on how to check the alarm system functionality and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A hospital in (B)(6) reported that the audible alarm of an airvo 2 humidifier did not sound when the chamber was removed. This was found before patient use.